Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions for a complete pump reset, and after following these instructions, the error did not reoccur. The caller was able to successfully start a new sensor session.